Manufacturer narrative:
This 3500a MDR was submitted in error. The regulatory reporting for this device is the responsibility of the manufacturer (epimed international, inc) and not boston scientific. Therefore, please note that this event should not have been reported on a 3500a MDR form by boston scientific.

Event description:
It was reported that the patient underwent trial procedure, during the procedure physician was unable to gain access to the epidural space. Per physician, this issue was not procedure or device related. The patient was doing well postoperatively, and the device was not returned.

Event description:
It was reported that the patient underwent trial procedure, during the procedure physician was unable to gain access to the epidural space. Per physician, this issue was not procedure or device related. The patient was doing well postoperatively, and the device was not returned.